Manufacturer narrative:
The calibration, qcs, and alarm trace did not indicate any issues. The customer performed a pre-analytical evaluation and did not find any issues. The roche service representative (rsr) inspected the analyzer and did not find any issues. He performed an assay performance check with acceptable results. After service, no further issues were reported by the customer.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory. The reruns were performed on the undiluted and diluted samples. On (B)(6) 2022, the initial result of the undiluted sample was 13.02 mlu/ml with a data flag. The first repeat result of the undiluted sample was 10000 mlu/ml with a data flag. On (B)(6) 2022, the second repeat result of the undiluted sample was 10000 mlu/ml with a data flag. On (B)(6) 2022, the third repeat result of the undiluted sample was 10000 mlu/ml with a data flag. On (B)(6) 2022, the fourth repeat result of the diluted sample was 12269 mlu/ml with a data flag. This repeat result was reported. The reagent lot number is 566671. The expiration date was requested but not provided.